Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified intravenous antibiotics (dose and frequency not reported) for the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was discharged from the hospital twenty eight days after hospitalization and was reported to have recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k12073 and h13j21019. There were no issues detected during the manufacturing processes related to the reported condition. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.